Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 200 mg/dl. The customer reverted to an alternate method in insulin therapy.